Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 60 infusions set fell off during use on event on (B)(6) 2019. Customer was doing physical activity/sweating, swimming, or bathing at the time the set fell off. Infusion set has been used for 1-2 days. Insertion area free from hair, cleaned and air-dried. The blood glucose level was 150 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1909071 - MDR 3003442380-2024-13947 - device 1 of 1.